Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have cancer in the biliary area and nodules in the liver and lungs. The patient did receive medical intervention in the form of surgery and chemotherapy. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. The unit was scrapped. Section-h6 upadted in this report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and cause the patient to have cancer in the biliary area and nodules in the liver and lungs. The patient did receive medical intervention in the form of surgery and chemotherapy. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.